Manufacturer narrative:
Additional information was received that the physician confirmed that the cord damage which was causing pain happened during the permanent trial procedure. The physician had been trying to provide pain relief without any effect. No further course of action will be taken at this time.

Event description:
A report was received that the patient had pain ever since the placement procedure of a lead. The physician stated that the patient had some cord damage that was causing the pain.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain ever since the placement procedure of a lead. The physician stated that the patient had some cord damage that was causing the pain.